Event description:
It was reported that the patient experienced right ventricular heart failure after the implant of the ventricular assist device. The patient was placed on ECMO support for approximately ten (10) days. The decision was then made to remove the patient from ECMO support and treat the right ventricular heart failure pharmaceutically. The patient began to experience liver dysfunction and worsening right ventricular failure. The patient was given an abdominal CT scan after which the physician decided to stop the ventricular assist device. The patient expired on (B)(6) 2014. The physician stated that the "pump is not [a] concern".

Manufacturer narrative:
The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Right ventricular failure and hepatic dysfunction are both known potential complications for use of the ventricular assist device and listed in the instructions for use. Device still implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced right ventricular failure following lvad implantation. The patient was placed on temporary ECMO for ten (10) days after which an attempt was made to remove ECMO support and treat medically. The patient experienced liver dysfunction and worsening rv failure while being medically treated. It was reported that the patient expired in the hospital. The device was not returned to the manufacturer for analysis as it remains implanted. The therapeutic center does not believe the reported event was related to the device. Right heart failure, hepatic dysfunction, and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.